Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10/28/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 10/28/24. The user reported to the cds a hypoglycemic event that occurred earlier in the day, which left them unconscious. The lowest recorded blood glucose level was 42 mg/dl. Their partner found them unconscious and provided two juice boxes followed by 10 crackers and a sandwich to treat the low. The user did not seek medical attention. It appears the low was the result of overtreating a previous low bg. The user did not require professional medical intervention, but they were assisted by their partner due to being unconscious. Following the event, the user went high (over 300 mg/dl) for about four hours, but their blood glucose was gradually decreasing at the time of the follow-up. The user confirmed that they had discussed proper treatment to avoid overtreating with their cds earlier that morning.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user's pattern of maladaptive behavior leading to glucose variability. There is evidence from the user's ilet report of behavior that potentially negatively impacted the ilet's adaptation: manipulation of glucose targets "higher" and "lower" in the setting of hyperglycemia ((B)(6) 2024), missed meal announcements and overtreatment of hypoglycemia as evidence by periods of hypoglycemia followed by marked hyperglycemia within 1-2 hours s/p treatment. These contributing factors would lead to maladaptive behaviors resulting in excess basal and correctional insulin to accommodate based on their glucose trends and a pattern of hyperglycemia at that time of day subsequently increasing the risk for hypoglycemia. Device alerts not consistently marked as acknowledged, likely contributed to the severity of the event. The user received retraining from their clinical diabetes specialist (cds).